Manufacturer narrative:
We have not received the device for investigation. Hence, we could not conclusively determine the root cause of the reported incident. We have conducted a lot history review and did not find any issues noted in the manufacturing or packaging process that could be related to this issue. All qc tests passed their requirements.

Event description:
It was reported that the balloon of the pruitt f3-s polyurethane carotid shunt was leaking during a cea procedure. No injury was reported to the patient.